Event description:
It was reported from intensive care unit that the pump alerted the nurse that the fentanyl IV with volume to be infused (vtbi) of 100ml at set rate of 10ml/hour in primary line was nearly empty 2 hours after it was hung. There was no leak found on the floor or patient beddings. It was reported that the patient was intubated at the time of the event and that it was unknown if there was a delay in treatment due to the event, however, the patient had a short lived drop in her blood pressure, which resulted in more frequent bp monitoring.

Manufacturer narrative:
Disregard file (after further review suspect device has been changed to a concomitant device).

Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported from intensive care unit that the pump alerted the nurse that the fentanyl IV with volume to be infused (vtbi) of 100ml at set rate of 10ml/hour in primary line was nearly empty 2 hours after it was hung. There was no leak found on the floor or patient beddings. It was reported that the patient was intubated at the time of the event and that it was unknown if there was a delay in treatment due to the event, however, the patient had a short lived drop in her blood pressure, which resulted in more frequent bp monitoring.

Event description:
It was reported from intensive care unit that the pump alerted the nurse that the fentanyl IV with volume to be infused (vtbi) of 100ml at set rate of 10ml/hour in primary line was nearly empty 2 hours after it was hung. There was no leak found on the floor or patient beddings. It was reported that the patient was intubated at the time of the event and that it was unknown if there was a delay in treatment due to the event, however, the patient had a short lived drop in her blood pressure, which resulted in more frequent bp monitoring.

Manufacturer narrative:
Correction on initial report: h.6 & h.11.